Event description:
It was learned from the operative report that the device was initially implanted to correct aortic stenosis. The valve was "lowered into position and seated nicely....the patient was weaned from cardiopulmonary bypass without difficulty." The cause of death remains unknown. The device was not explanted and is not available for evaluation.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
In 2009, (through follow-up with the health-care provider), additional information and the operative report was received. The cause of death was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired. The implant duration was less than a month. The cause of death is unknown. It is also unknown if the death was device related. No further details were provided. Information learned from implant patient registry. The device history record review is currently in process.